Event description:
It was reported that the patient was hospitalized for shortness of breath and pnemopatia, followed by another hospitalization for heart failure, endocarditis and pleural effusion which was felt to be related to the rv and lv leads. After multiple tests, the system was explanted. Additional information received indicated that the system was replaced approximately two months later. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.